Manufacturer narrative:
The investigation reviewed the system's alarm trace and no abnormalities were found. After performing a liquid flow cleaning, no further issues were reported by the customer. The investigation determined the event was consistent with pre-analytical issues at the customer site.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys t3 results for two patient samples with a cobas 8000 - cobas e 602 module. The reporter discovered the module was measuring high on t3 and reran qc which was found to be out of range. After performing a liquid flow cleaning, the qc was back in range, samples were repeated and two samples were identified with erroneous results. Sample a: the initial result was 3.56 nmol/l. The repeated result was 0.906 nmol/l. Sample b: the initial result was 4.56 nmol/l. The repeated result was 1.56 nmol/l. The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.